Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 314 mg/dl at the time of the incident. Customer stated that the display did not return after insulin pump restart. Customer stated that the contacts on the battery cap are not missing or damaged. Customer stated that the battery compartment is neither damaged nor corroded. Customer stated that the spring is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board, during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).